Manufacturer narrative:
Lab analysis: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "intracapsulare rupture" and "presence of a discontinuity involving the anterior paramamelonary surface of the implant, suggesting a possible intracapsular rupture". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "intracapsulare rupture" and "presence of a discontinuity involving the anterior paramamelonary surface of the implant, suggesting a possible intracapsular rupture". This record is for the right side. Device remains implanted and it will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.